Manufacturer narrative:
On (B)(6) 2020,the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/15/2020, additional information was received indicating the patient experience capsular contracture baker grade IV on the right side, and only the left breast prosthesis had ruptured. This report shall be for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 4 2020, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3503001bc, serial number (B)(6) (l) and serial number (B)(6) (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral pain and bilateral rupture postoperatively. The ruptures were confirmed via ultrasound. As a result, the patient will undergo removal on (B)(6) 2020. This report is for the second of two devices.